Event description:
According to the information received, the patient underwent a double CABG procedure in which two aortic connectors were utilized. Five months post-operatively, both connectors were found to be 90% stenosed approximately 3-5 mm distal of the proximal anastomosis site. Reoperation was performed and the bypass grafts were redone in the traditional fashion, the patient was reorted to be "recovering".